Event description:
The customer reported that the device froze during testing, where it would not run beyond the first test.

Manufacturer narrative:
The customer reported that the device froze during testing, where it would not run beyond the first test. Philips evaluated the device and found that it would lock up either in testing or in regular use when the print button was pressed. The problem was found to be caused by a malfunctioning processor pca, which was replaced to resolve the reported problem.